Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized due to syncopal episodes. A surface electrogram indicated the patient's heart rate was 38 beats per minute (bpm). The cause of the syncopal episodes was not determined, as the patient also had some substance abuse issues. There was no response when a magnet was applied to the device. The device had exceeded the expected longevity by approximately two years. It was reported the patient had not had their device checked for a significant amount of time. The device was explanted and a new pacemaker was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was in storage mode and had no telemetry. A series of diagnostic tests were conducted that verified the performance of pacing and sensing functions. Based on the longevity predictions for this device it was concluded that this device experienced normal battery depletion.